Manufacturer narrative:
(B)(6).

Event description:
It was reported that shaft break occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified left superficial femoral artery. During unpacking of a 7.0mmx40mmx135cm (4f) sterling balloon catheter was selected for use. However, resistance was noted upon removing the balloon from sheath. When the device was pulled out, the shaft was separated near the balloon. The procedure was completed with another of the same device. There were no patient complications reported.